Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found kinks in the wire core. A functional examination was performed, the balloon was inflated and a leak was found due to two pinholes located in the distal shoulder of the balloon. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.